Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7134663.

Event description:
It was reported that while securing the trial leads during a trial procedure, the patient complained of extreme left foot pain. Physician believed that the pain was not related to the device and the trial was cancelled. The leads were discarded and patient reportedly doing better postoperatively.